Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0hs6n, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a lead issue that had occurred during the procedure. There had been a lead/extension issue, damage was detected when capping the lead. The product issue was not resolved and the cause of the issue was determined, lead had been damaged during over tightening of the screw for the lead end cap. A single contact was damaged. No action was required as a result of the event and the lead remained implanted and in service. Impedance testing was done. The patient was alive with no injury and no patient symptoms or complications were associated with the event.